Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5,d4, d9, g3, g6, h2, h3, h4, h6, h8, h10. -review of the most recent repair record determined that the unit's motor was seized and heavy oxidation was found. The motor was replaced and resolved the reported issue. -device is used for treatment. -a definitive root cause cannot be determined. -the event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device is not functioning. With air tool hose. Slow usage. No further information available regarding the issue experienced by the dermatome. An air dermatome component may have worn out during use. No harm was incurred. No adverse events were reported as a result of this malfunction.